Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual examination of the crimped stent found stent struts from the three most distal stent rows were damaged so that the distal end of the stent was stretched over the distal markerband. The proximal end of the stent was still in place. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-may-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-occluded, 32x3.5mm target lesion was located in the non-tortuous and mildly calcified vessel. A 0.014 guidewire was placed. A 3.00x32mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed distal stent damage.